Event description:
It was reported the system was unusable indicating no x-ray production from the small tube filament. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube needs to be replaced. The customer canceled the service call.